Manufacturer narrative:
Patient codes: 2104 labeled. Device codes: 1212 labeled 2921 labeled. Internal file number - (B)(4). Corrections: device coding 3190 removed, patient code 2199 removed. Evaluation summary: the device was returned for analysis. The reported foot retraction issue and entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a catheterization procedure. Reportedly, the proglide became stuck in the vessel when the feet were deployed. The footplate was stuck in place and would not move in the guide. Vessel damage was seen during surgery. Anesthesia was changed due to the surgical procedure. Arterioplasty was performed to remove the device and achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an angioplasty procedure. Reportedly, the proglide device did not work. Another device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.